Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the cev612-1 insert cev612-1 cobra 350mm dia 5mm had a broken jaw pin. The device was not in contact with the patient. The event did not lead to an increase in surgery time.

Manufacturer narrative:
Device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. The insert cev612-1 was returned for evaluation: failure analysis: the evaluation verified the complaint as valid. The pin between the wire and the jaw was broken. Root cause: the insert was bent. The defect was probably due to an excessive effort on the device during the use, the storage or the reprocessing.

Event description:
N/a.